Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -14.50/2.5/092 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023 the lens was exchanged for a different power lens due to refractive surprise. The exchanged resolved the problem.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
H3 - returned product evaluation: lens was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens with fiber on the lens. Dimensional inspection found the lens within specifications. Functional inspection found the returned lens did not meet original values measured at the time of manufacturing. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim#: (B)(4).